Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer's current blood glucose level was 390 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection and the insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. The device will not be returned for analysis.